Event description:
Caller reported a malfunction on the pump, noting no notable events occurred beforehand. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted the caller in doing so, though the customer needed to acquire supplies to complete the reset. A follow-up was planned to finish the reset and resume insulin delivery.